Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.130.202, lot f-22058: manufacturing location: selzach. Supplier: sphinx ag. Release to warehouse date: may 11, 2017. No non-conformance reports (ncrs) were generated during production. Review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was completed: the drill bit is broken apart at the crossover from the shaft to the coupling piece. The fracture face is angular and the shaft was bent below the fracture zone before it broke. No other damages are visible. The manufacturing documents of the drill bit were reviewed and no complaint related issues were found. There was no deviation regarding material or hardness in the documents. The relevant dimension was checked during this evaluation and was found within the specification. Based on these findings a manufacturing related issue can be excluded. The angular fracture face, the bent shaft the mentioned off-axis drilling reveals it is likely that too much lateral stress during use led to the breakage by a mechanical overload. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) of a metacarpal fracture on (B)(6) 2018. During the procedure, the 1.1mm drill bit broke while drilling during the procedure. Surgeon stated the drilling was off-axis. During the same procedure it was reported that a 1.5mm variable angle (va) locking screw broke at the screw head and the stardrive screwdriver shaft was twisted due to overload. Surgeon stated excessive force was used during screw insertion, as he believed he was using a screwdriver with a torque limiting attachment, but was not. Surgery was completed by replacing these devices. Patient was reported as stable. This report is for one (1) 1.1mm drill bit. This is report 1 of 2 for (B)(4).